Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm.  It was reported during the index procedure after the devices were implanted the final angio identified a type ia and type ii endoleak. The physician treated the endoleak with 8 heli-fx endoanchors and the type ia endoleak resolved.  The site assessed the type ia endoleak as possible related to an underlying condition/disease, probable related to the endurant iis bifurcated stent graft and causally related to the index procedure.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received; it was reported the adverse event is not related to an underlying disease or condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: approximately 3 years post implant, aneurysm enlargement due to the type ii endoleak from a lumbar artery was noted. This type ii endoleak required percutaneous intervention and hospitalization. The event resolve five days later. The sponsor assessed it as possibly related to the device. The site assessed this type ii endoleak as not related to the device or procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.